Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: on-going h3 other text: device not returned.

Event description:
Country of complaint: italy. It was reported that during an emergency surgery patient was burned in two sections of the ileal loop near the location that forceps was being used for hemostasis. It has been detected that there is a defect in the ptfe coating of the forcep damage to th ileal required use of suture to correct.

Manufacturer narrative:
Investigation: the forceps were analyzed using a keyence vhx-5000 digital microscope. There are heavy signs of wear and tear and tear. The insulation is damaged, two electrical breakdowns are visible. At the proximal end, the insulation peels off from the instrument. At the distal end scratches, most probably caused by mechanical cleaning, are recognizable. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: due to the very bad condition of the instrument, the insulation is most likely worn. Thus the electrical breakdowns could appear. Corrective action: a CAPA is not necessary.